Event description:
The article, "in-hospital and 1-year outcomes of mitral transcatheter edge-to-edge repair in poland derived from an all-comers administrative database", was reviewed. This research article is a retrospective multicenter experience to evaluate patient's characteristics, in-hospital procedural outcomes and 1-year follow-up for patients with severe mitral regurgitation (mr) treated with transcatheter edge-to-edge repair (teer). The devices included in the study were mitraclip and pascal p10/ace. The article concluded that teer procedures in poland produced outcomes comparable to other european registries despite a higher-risk population. [The primary and corresponding author was michal kozlowski, department of cardiology and structural heart diseases, medical university of silesia, katowice, poland, with corresponding e-mail: mkozlowski303@gmail.com.] This study included all patients in poland treated with teer from 01 january 2019 to 31 december 2023. A total of 1204 patients, of which an unknown amount received an abbott device. The average age was 71.3 years. The majority gender was male. Comorbidities included coronary artery disease, heart failure, hypertension, peripheral artery disease, diabetes mellitus, dyslipidemia, chronic obstructive pulmonary disease, chronic kidney disease, asthma, atrial fibrillation, and prior stroke, coronary angiography and coronary artery disease.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: in-hospital and 1-year outcomes of mitral transcatheter edge-to-edge repair in poland derived from an all-comers administrative database b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, heart failure, hypertension, peripheral artery disease, diabetes mellitus, dyslipidemia, chronic obstructive pulmonary disease, chronic kidney disease, asthma, atrial fibrillation, and prior stroke, coronary angiography and coronary artery disease. Complications reported included death, stroke, myocardial infarction, heart failure, shock, unexpected medical intervention (blood transfusion, intra-aortic balloon pump), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: in-hospital and 1-year outcomes of mitral transcatheter edge-to-edge repair in poland derived from an all-comers administrative database b2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "in-hospital and 1-year outcomes of mitral transcatheter edge-to-edge repair in poland derived from an all-comers administrative database", was reviewed. This research article is a retrospective multicenter experience to evaluate patient's characteristics, in-hospital procedural outcomes and 1-year follow-up for patients with severe mitral regurgitation (mr) treated with transcatheter edge-to-edge repair (teer). The devices included in the study were mitraclip and pascal p10/ace. The article concluded that teer procedures in poland produced outcomes comparable to other european registries despite a higher-risk population. (B)(6). This study included all patients in poland treated with teer from 01 january 2019 to 31 december 2023. A total of 1204 patients, of which an unknown amount received an abbott device. The average age was 71.3 years. The majority gender was male. Comorbidities included coronary artery disease, heart failure, hypertension, peripheral artery disease, diabetes mellitus, dyslipidemia, chronic obstructive pulmonary disease, chronic kidney disease, asthma, atrial fibrillation, and prior stroke, coronary angiography and coronary artery disease.